Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6), patient believed this year, the patient had surgery and a new pocket was made. No symptoms were reported. (B)(6) 2021 no new information was received.